Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 12:09am. The reporter claimed the patient obtained blood glucose readings of 389 and 52 mg/dl with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs' criteria for a valid comparison. The reporter informed the csr that the patient manages her diabetes with a fixed dose of insulin given to her by her mother. It is not known what action, if any, the patient took in regards to her usual diabetes management routine in response to the alleged inaccurate results. The reporter denied the patient developed any symptoms as a result of the alleged issue however claimed the patient was treated with a glucagon injection by her mother on (B)(6) 2016 at 4:31am. The reporter denied the patient's blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.